Event description:
It was reported that the programmer booted to a white screen and would not advance beyond it. The programmer was replaced and returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was able to confirm the customer comment that the programmer booted to a white screen and it was attributed to the media processing unit printed circuit board assembly was out of specification and it was replaced. (B)(4).